Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
When the user ligated a renal artery with a clip during a laparoscopic nephrectomy , the clip got stuck in the applier. The user touched the clip carefully with a forceps, then the clip left the applier. The clip did not involve other tissue at ligation. Additional information: the clip got stuck in the applier after ligation, therefore, when the clip left the applier , ligation succeeded.

Manufacturer narrative:
(B)(4). Per customer provided information we are unable to perform a thorough DHR review for the alleged defective device since lot information has not been provided and this instrument has not been returned for review or evaluation. We are unable to determine what may have caused the alleged defect or validate the alleged complaint. All devices of this type are 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
When the user ligated a renal artery with a clip during a laparoscopic nephrectomy , the clip got stuck in the applier. The user touched the clip carefully with a forceps, then the clip left the applier. The clip did not involve other tissue at ligation. Additional information: the clip got stuck in the applier after ligation, therefore, when the clip left the applier , ligation succeeded.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in january of 2019. Evaluation of the returned instrument shows that there is no visible damage to the jaws, and they are properly aligned in the open and closed position and the open and closed jaw gaps measure to print specifications of .526 +.010/-.020 at (.512) and .004/.012 at (.008). We are unable to find any non-conforming features on this device. Functional evaluation shows that this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as it did at time of manufacture. We are unable to validate this complaint as we were unable to replicate the alleged issue at the end user's facility. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
When the user ligated a renal artery with a clip during a laparoscopic nephrectomy, the clip got stuck in the applier. The user touched the clip carefully with a forceps, then the clip left the applier. The clip did not involve other tissue at ligation. Additional information: the clip got stuck in the applier after ligation, therefore, when the clip left the applier, ligation succeeded.